Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was noticed to have high thresholds five days post-implant. The leadless ipg was reprogrammed and remains in use.  No patient health complications have been reported as a result of this event.